Event description:
It was reported that during upgrade to crt-d, a loss of sensing on the rv lead was observed. The lead was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.